Event description:
It was reported that prior to an endovascular abdominal aortic aneurysm (aaa) procedure, no suture was present upon removal of the plunger during attempted suture placement in the left femoral artery using a proglide device with a 6f sheath using the preclose technique. The arteriotomy was 6f and the vessel was mildly calcified. A second proglide device was used for successful suture placement. The sutures of two proglide devices were placed successfully in preclose technique prior to the aaa procedure. The sheath was upsized to 20f and the aaa procedure was completed. After the procedure the physician tightened the suture limb and hemostasis was not achieved. A fourth proglide device was deployed and reportedly no suture was present after removing the plunger. A fifth proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is in-training in the use of the proglide device and in-training in the large hole technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Because all related components were not returned with the device, the scope of this investigation was very limited and the reported suture retrieval issue could not be confirmed. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, the probable cause for the reported suture retrieval issue could not be determined. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing deficiency.